Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction tubing leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot f124 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot f124 for the reported issue shows no trends. Trends were reviewed for complaint categories, alarm #58: recirculation pump (#4) error, tubing leak. No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete. (B)(4).

Event description:
The following incident reported was in regards to a tubing leak that occurred during a patient treatment. With 15 minutes remaining of photoactivation time, the machine alarmed with an alarm #58: recirculation pump (#4) error. The nurse then identified a tear in the tubing causing a tubing leak. Prior to the incident, the nurse mentioned that the red cell pump has been "clinking" the tube in an unusual way. There was no blood or products returned back to the patient. The patient was isovolemic and was in stable condition. The patient was successfully treated the following day. The customer did not return the product back for investigation.